Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was noted that it is unknown which stent graft limb implanted is right and which is left. It was reported that 4 days later, the patient reported emergently with a thrombosed left limb. A percutaneous transluminal angioplasty procedure was carried out to resolve the event. It was reported the physician pulled several clots out of the patient during the procedure and intravascular ultrasound showed the left iliac limb was compressed by the distal aorta. It was reported the post percutaneous transluminal angioplasty intravascular ultrasound showed the limb compression was acceptable. As per the physician, the cause of the event was specified to be the patients narrow distal aorta and oversizing of the implanted device. No additional clinical sequelae were reported, and the patient is fine.